Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the cgm was displaying 165 mg/dl and the patient was feeling ill. The patient's mother measured the patient's blood glucose with a meter and the patient was at 59 mg/dl. The patient was provided with glucose tablets and recovered. At the time of contact, the patient was doing well. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.